Manufacturer narrative:
Philips was not able to repair the device. Therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair expired with no customer approval. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that it does not display values that needed to be measured (tidal volume, minute volume etc.). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the device did not display the values that needed to be measured. During the detailed checks, it was determined that the gas delivery system of the device was defective. The defective part must be replaced with a new one. The manufacturer has contacted the customer regarding the repair of the device.